Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Rep said the patient developed an infection at the future pocket site and the percutaneous extension exit site. Redness, pain, and some swelling were also reported. As a result of what was reported, the lead was explanted and the patient was placed on antibiotics as well as pain medication. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# 144940023, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.